Manufacturer narrative:
(B)(4).

Event description:
The customer reported that while performing the operations check, the "insert battery" message pops up, with a fully charged battery in the device. There was no reported patient involvement.